Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that the customer experienced a high blood glucose level of 428 mg/dl. The customer bolused to treat her high blood glucose level. Troubleshooting was declined. She had issues with the infusion sets. The device was not returned.